Event description:
During the procedure, the generator footswitch could not be released from the 'on' position while delivering radiofrequency. Radiofrequency was stopped manually on the generator to resolve the issue and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
The reported event of a footswitch that could not release from the on position could not be confirmed. Functional testing was performed and the returned footswitch functioned as intended with no signs of binding on the mechanical components. Inspection of the internal assembly confirmed the spring was intact and the electrical switch assembly responded as anticipated following tactile input. Based on the information provided to abbott and the investigation performed, root cause of the field reported event citing a non-release from the returned footswitch cannot be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.